Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "knife did not cut" (dull). A nurse reported that a knife included in the custom pak did not cut. The surgeon used the knife on the pt, at that time, he saw it did not cut, so, he took a stand-alone knife and surgery was completed successfully. There was no significant delay, and no impact to the pt. No additional info is expected. This is the fourth of four reports being filed for this facility.